Manufacturer narrative:
The customer¿s report of infusing faster than what was programmed was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that the module was initially programmed on (B)(6) 2015 at 6:58 pm to infuse tpn at 105ml/hr with a vtbi of 2000ml. The infusion ran until 8:22 am on (B)(6) 2015, when the device was channeled off. The volume recorded up to this point was 1387.7ml. The infusion was paused and restarted several times during this infusion and alarmed for air in line (ail) twice. At 9:13 am, the user again programmed tpn to run at 105ml/hr, this time the vtbi was entered as 600ml. The infusion ran until 9:16 am when the device was again channeled off; the volume recorded during this period was 1ml. The device alarmed for ail 3 times during this period. At 10:26 am, the user again programmed tpn to run at 105ml/hr, but this time the vtbi was entered as 900ml. At 4:11 pm, the vtbi was changed to 900ml; the infusion ran until 12:23 am on (B)(6) 2015. There were multiple alarms for door opened, door closed and flo stop open during this period and the device alarmed 6 times for ail. The volume recorded during this period was 1440.5ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a nurse hung a 2 liter bag of tpn at 1300 and programmed the module to infuse at 105 ml/hr. At change of shift at 2230 the nurse noted the volume in the IV bag to only be approximately 200-250ml. The nurse reported that the rate of the infusion seemed faster than what was programmed. The patient was intubated 2 hours after the event and sent from their long term facility to a short term facility for acute care due to fluid overload.